Event description:
It was reported the patient experienced loss of pain coverage and a seroma anteriorly and posteriorly. Interrogation of the device revealed 19ml left in the pump. Fluoroscopy performed and 450ml of serosnagenous fluid was removed. Cultures of the serosnagenous fluid were negative. (B)(4) study was performed and a pin hole leak in tunneling portion of the catheter was noted. The patient was admitted to hospital for observation due to a fluid shift. It was noted that the patient underwent surgical repositioning of the pump and a revision of the catheter on (B)(6) 2012. It was indicated that the event was related to the device. The outcome was noted as resolved without sequelae on (B)(6) 2012. The pump was used to deliver morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Catheter model #8709sc, lot #n312169002, implanted on: (B)(6) 2012, explanted on: (B)(6) 2012; (B)(4).